Event description:
The complaint/event occurred on an unspecified date and involved a ndehp ls 5.25in microb ext set. The clave on the microbore bifurcated extension set cracked, leaked an unspecified fluid, and popped off. There was no report of any human harm associated with this reported event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The reported complaint could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. No lot was received for a DHR review.